Event description:
A patient reported experiencing inaccurate erratic results with a ot basic original meter. The patient's blood glucose results were 180 mg/dl, 240 mg/dl, 280 mg/dl. Test were done less than 10 minutes apart with a difference of 25%. Patient did not experience any adverse events. No further information has been reported.